Event description:
A medtronic ent representative reported black status on the tria navigation system occurs very infrequently and returns to green status quickly. Upon testing the tria system the medtronic representative was unable to reproduce the black status. There was slight visible damage to the camera communication cable and the site reported the camera might have been bumped. This took place outside of surgery. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Camera and camera cable replacement shipped (B)(4) 2012. External sensor cable replacement shipped (B)(4) 2012. Rmas issued for psu and cable and external cable sensor. Suspect parts have not been returned for evaluation as of the date of this report.